Manufacturer narrative:
Batch review performed on 23 october 2018. Lot 164025: (B)(4) items manufactured and released on 28 september 2016. Expiration date: 2021-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported even.

Event description:
The patient came in complaining of laxity 1 year and 3 months after primary. The surgeon swapped the 11mm poly for a 14mm poly.